Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Refer to the attached analysis report.

Event description:
Patient was called in regard of the fsn (B)(4). At follow-up, the device showed a high battery impedance at 2.63kohm.